Manufacturer narrative:
Event date and implant date are approximated since unknown.

Event description:
It was reported that the patient has a blood clot. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted in the laa of the patient. It was reported via social media that "at an unknown time it was noted that the patient had a blood clot. The patient was kept on eliquis."